Event description:
The customer reported the ventilator failed the safety valve test during short self testing (sst). The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturers service technician was able to duplicate the reported problem. The ventilator failed testing due to safety valve cannot open. The service technician replaced the safety valve and 3 station solenoid assembly to correct the reported problem. Extended self testing (est) and final applicable testing was completed and the unit passed per operating specifications. Failure to open the safety valve would be likely to cause or contribute to a death or serious injury if the malfunction were to recur during patient use.